Event description:
The customer requested field service dispatched (fsd), indicating that during pre-use check the internal compressor does not cycle when the air gas line is removed.

Manufacturer narrative:
The alleged faulty compressor assembly was received by carefusion, and routed to the failure analysis lab for evaluation. The failure analysis lab installed the compressor into a known good top level unit, and attempted to activate it. It was found that the motor would not turn on, even though there was communication. Carefusion has initiated an internal corrective action request through our corrective and preventative action system to address this issue. Findings/root cause: defective motor assembly.

Manufacturer narrative:
Field service evaluated the unit, and discovered that the compressor was defective. The compressor assembly was replaced, and that resolved the problem. Operational verification procedure tests were then ran to assure that the unit was operating according to MFR specs. The unit pass all tests. A returned goods authorization (rga) number was also issued for the return of the alleged faulty user interface module for eval. As of (B)(6) 2015, carefusion has not received the alleged faulty compressor assembly. Once it is received and evaluated, a f/u medwatch report will be submitted.